Manufacturer narrative:
The product label provides instructions on how to properly invert and tap the backcheck valve and y-site while priming the set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer experienced air bubbles in the tubing while priming an unspecified baxter intravascular administration set. The issue caused an unspecified number of "air in line alarms" to occur. The baxter sales representative reviewed the priming technique with the customer. At that time, it was noted that the issue was caused by a use error as the customer was not inverting and tapping the backcheck valve and y-sites. There was no report of patient injury or medical intervention associated with this event. No additional information is available.